Event description:
On (B)(6) 2025, a patient was prepped for a port placement procedure using powerport clearvue slim implantable port. Prior to the procedure, the syringe gasket was found to be loose. It was further reported that the healthcare professional tried using it, but it came off. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one monoject syringe was returned for evaluation, and six electronic photos were received for evaluation. Visual evaluations were performed on the returned device. The complaint sample appeared to be clean. The plunger was noted to be inserted fully into the syringe. The rubber seal appeared completely detached from the plunger when pulled back. No other anomalies were observed. The provided photos shows that the rubber seal was completely detached from the plunger. Therefore, the investigation is confirmed for the reported loose or intermittent connection and detachment of device or device component issue. However, the investigation is unconfirmed for the reported material integrity issue as no damage was noted on the rubber seal. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6)2025, a patient was prepped for a port placement procedure using powerport clearvue slim implantable port, chronoflex single-lumen, kit, 6f. Prior to the procedure, the syringe gasket was found to be loose. It was further reported that the healthcare professional tried using it, but it came off. There was no patient contact.